Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle upon inspection. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has not been rec'd by this MFR. Therefore, a failure analysis is not available. The co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."